Event description:
On 20-sep-2025 the user reported that on (B)(6) 2025 the user experienced low blood glucose (bg 40 mg/dl) during the first day of ilet use and self-treated with oral glucose and juice before ems arrived. The user¿s fingerstick bg measured 250 mg/dl by the time ems evaluated the user, and no further medical treatment was required. The user was not hospitalized and reported no long-term health effects.

Manufacturer narrative:
Review of the user¿s ilet/cgm data report confirmed that the event occurred on the first day of ilet use and that no prior insulin delivery activity was recorded. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.